Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, the atrial lead exhibited loss of sensing and loss of capture. The patient was previously syncopal and passed out. The lead was capped and replaced.